Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit powered up properly after battery installation and passed self test. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Unit was opened and per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, scratched case, broken battery cap, and battery cap contact. In conclusion, customer concerns are not confirmed of sensor issues. Unit communicated properly with link (3). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no sensor signal after putting on a new sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication between pump and transmitter. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. No product return is required for mmt-1884. Updated summary: it was reported to medtronic minimed that the customer experienced no sensor signal after putting on a new sensor. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884. Troubleshooting was performed for loss of communication between pump and transmitter. Transmitter serial number was not in the manage devices screen. The customer was assisted with pairing the transmitter to the pump but transmitter would still not communicate. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. Mmt-1884 was returned analysis.